Event description:
It was reported that during shoulder rotator cuff repair surgery, after the anchor was implanted, it was found the inserter rust under arthroscope. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 one 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. No anchors or sutures were returned. Only the inserters were returned. No physical damage was observed. Laser markings appeared lighter and inconsistent. This was primarily focused at the distal end of the shafts; heavily in the weld area. The appearance was inconsistency of the laser mark density, alteration or lifted marking appearance. The marking that remained had blotchy and inconsistent colorization. It was not confirmed whether the bio material and acids affect laser mark degradation. Further evaluation was tasked to engineering. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation although the occurrences drove recent additional engineering activity. Root cause was not yet confirmed. A formal investigation has been initiated to evaluate the cause of discoloration identified on the parts. Equipment process parameters, handling conditions and transportation methods throughout the supply chain are being assessed to minimize the opportunity of this failure mode in the future. Observation will continue to be monitored through surveillance trending during this time. The product evaluation confirmed there was some reddish brown discoloration along the lasermark, primarily at the distal tip. This discoloration appears to be corrosion; however, this was not confirmed. Since it is unknown, the composition of the discolored area its biocompatibility is unknown. Therefore, the possibility of local skin irritation, micromotion/migration of any of the reported discoloration cannot concluded. Based on the limited information provided the impact beyond the reported, ¿retained rust¿ cannot be determined. Per report, this procedure completed with a backup device in under thirty-minutes with no further harm being alleged to this patient. Therefore, no further clinical medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed.